Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0, medical device: model #: 1420 / catalog #: 1420/ expiration date: 31-mar-2021 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Labeled for single use: no, device evaluation anticipated, but not yet begun. Medical device: mfg date: 24-mar-2020. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) had numerous low flows which triggered the low flow alarm. The controller exhibited real time clock error. The vad and the controller remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the low flow alarms happened when the patient was at home using the restroom "likely due to straining" and emergency medical services (ems) was called and the patient was brought to the emergency room for evaluation. Upon arrival to the ER, no further low flow alarms were observed. The patient was admitted overnight to the hospital for observation, given intravenous fluids and discharged home the next day.

Manufacturer narrative:
A supplemental report is being submitted for additional event details: see addition of b1, b2 and further details in b5, h1 and additional codes (imf coding updates). Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and for an update to: -b5.desc evt problem. Product event summary: the ventricular assist device (vad) and controller were not returned for evaluation. The reported low flow event was confirmed via log file analysis which revealed a transient decrease in power consumption and estimated flows logged on (B)(6) 2021 and nine low flow alarms were logged on (B)(6) 2021. Information received from the site indicated that that the low flow alarms happened when the patient was at home using the restroom "likely due to straining" and emergency medical services (ems) was called and the patient was brought to the emergency room for evaluation. Upon arrival to the ER, no further low flow alarms were observed. The patient was admitted overnight to the hospital for observation, given intravenous fluids and discharged home the next day. Based on the available information, the device may have caused or contributed to the reported event. Of note, it was reported that the pump ID currently programmed in the controller is for the previous pump ID for the patient prior to a vad exchange and the patient is currently implanted with (B)(6). Log file analysis also revealed a controller power up event with an associated pump start event logged on (B)(6) 2021 with a date/time stamp (B)(6) 1999 at 00:00:00. The data point prior to the loss of power, recorded at (B)(6) 2021 at 16:45:01, revealed that (B)(6) was connected to power port one with 90% relative state of charge (rsoc) and (B)(6) was connected to power port two with 41% rsoc. The pump powered down on (B)(6) 2021 at 16:50:30. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one and (B)(6) was connected to power port two. No anomalies were observed prior to the loss of power. The controller was without power for a maximum time of 11 seconds. Further investigation using a representative sample revealed that the real time clock error event can be replicated when the controller is exposed to voltage spikes or noise caused when connecting a battery to the controller, resulting in a temporary loss of communication between the real time clock circuit and the user interface circuit (uic). The uic is responsible for operation of the controller, including recording data in the controller log files. Therefore, the loss of communication caused the controller to record an invalid date and/or time in the event log file. As a result, the reported real time clock error event was confirmed. Based on the available information, the most likely root cause of the reported real time clock error event can be attributed to a voltage spike or noise caused when connecting a battery to the controller. A possible root cause of the observed loss of power can be attributed to a disconnection of both p ower sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial#: (B)(6) h6: FDA device code(s): a1412, a1108 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c02, c19 h6: FDA conclusion code(s): d02, d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The controller was returned to the manufacturer because it exhibited real time clock error. The controller subsequently tested out of specification during manufacturer¿s analysis.